Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post operation follow-up, after intense coughing the lead dislodged. Lead revision will be scheduled. No adverse consequences to the patient. The patient condition is stable.

Event description:
New information states that the lead was explanted and replaced on (B)(6) 2018. Patient condition was stable and there were no adverse events.